Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear damaged to the enclosure, tank cover, front cover, line cord, and pole. Evaluation testing duplicated the reported issue. The root cause of the reported issue was found to be defective membrane switch. Repair actions included replacing the membrane switch, enclosure, tank cover, front cover, line cord, pole clamp, the reflux plug. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device alarms over temperature. No patient injury was reported.